Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for parathyroid hormone (pth) on an e411 and an e601 analyzer. The results from the roche analyzers are lower when compared to results from immulite analyzers. It was stated that the roche analyzers and the immulite analyzers have very similar reference ranges for pth. The patient was said to be asymptomatic with normal calcium. The sample resulted as 856 pg/ml when tested on an immulite analyzer. The sample was tested also on an e411 analyzer and an e601 analyzer, resulting as 27 pg/ml and 25 pg/ml respectively. The results from the e411 and e601 analyzers were reported outside of the laboratory. It was stated that the patient stopped taking calcium because of the results. The sample in question was also tested at 3 other laboratories using immulite analyzers. For the first other laboratory, the sample resulted as 1100 pg/ml on the immulite analyzer. For the second other laboratory, the sample resulted as 1200 pg/ml on the immulite analyzer. For the third other laboratory, the sample resulted as 1400 pg/ml on the immulite analyzer. The sample in question was also taken to a fourth site where it was tested on an e601 analyzer on (B)(6) 2016, resulting as 20.27 pg/ml. The patient was not adversely affected. The e601 analyzer used at the customer site was (B)(4). The serial numbers of the e411 analyzer used at the customer site and the e601 analyzer used at the fourth site were requested, but not provided.

Manufacturer narrative:
The customer believed the results from the immulite analyzer to be correct. A specific root cause could not be determined based on the provided information. A sample from the patient was requested for investigation, but could not be provided.